Event description:
It has been reported to philips that the room doesn't turn on. The system was not in clinical use. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and replaced the host pc and defragmented the system software which returned the device to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system on site and confirmed that the device would not turn on. During troubleshooting, the fse found a problem with the host pc. The defective part was returned for analysis and it was concluded that the psu was the failed component and unit receives no power. Fse replaced the host pc and performed the defragmentation of the system software. After the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.